Event description:
It was reported that during an lar, the adjusting knob returned when rotate it. Staple malformed at firing (open shape). Anastomotic part broke off during use. It was completed by additional sutura. There was no adverse patient consequence.